Event description:
It was reported that the pt's device was showing high impedance with his new generator (implanted about a month prior). It was verified that diagnostics were indeed run on the date of implant and everything came back fine at that time. X-rays were taken, but have not been sent to the MFR for review. Revision surgery is likely, but has not occurred to date.

Event description:
Further information from physician reveals that no patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. No surgery or other interventions have occurred to date.

Event description:
Upon further review of the information provided by the physician on (B)(6) 2012, it was indicated that high lead impedance was detected on a systems diagnostic test. However, the physician did not provide the dcdc code or the output status. Therefore, it is unknown if the dcdc was 7. Although the physician reported that the high lead impedance was detected on a systems diagnostic test, the company representative reported on (B)(6) 2012, that the physician reported to him that the output status was not at limit, so the physician deduced that the patient is still receiving therapy. The physician plans on continuing to monitor the patient, but the patient is not being referred for surgery at this time. The company representative suspects that the physician saw high impedance during a normal mode test rather than a systems test as initially reported.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Describe event or problem, corrected data: the supplemental report #3 inadvertently mis-assessed the diagnostics in relation to the model generator which does not have dcdc values or limit output status; rather, the model generator has specific impedance values.

Event description:
It was reported that surgery is likely; however, the surgery is not related to these events or this report. Clinic notes dated (B)(6) 2016 reported that device diagnostics were still within normal limits with lead impedance of 1278 ohms. Review of the in-house programming history database did not reveal any evidence of high impedance on this patient's device. There was no history from around time of implant in (B)(6) 2011. Review of the internal data of the generator shows that high impedance >10,000 ohms was present until system diagnostics was performed on (B)(6) 2012. This is related to high impedance message seen upon interrogation of demi-pulse generators but resolves after completion of a system diagnostics test. No lead issue suspected. Issue related to the generator being programmed on following implant surgery without first performing a system diagnostics test to clear the stored impedance value from manufacturing. Based on the evidence, no device issue occurred.

Event description:
The high impedance previously observed was due to a stored impedance value from manufacturing. This is not a device failure. No additional relevant information has been received.

Manufacturer narrative:
Relevant tests/laboratory data, including dates, corrected data: the initial report inadvertently reported that during a systems diagnostic test the output status = limit and dcdc=7, but the physician did not report this information. The physician only reported that lead impedance = high and eri=no during the systems diagnostic test.

Event description:
X-rays of the patient's device were received and reviewed by the manufacturer. A sharp bend appeared to be present in the x-ray dated (B)(6) 2011, in a portion of the lead above the generator. Based on the x-ray images provided, the cause of the high impedance was not determined, however the sharp bend may be a potential reason. The presence of a micro-fracture cannot be ruled out. Also, since a portion of the lead was located behind both generators, the entire lead could not be assessed.